Event description:
It was reported to philips the device turned off while being used to monitor ECG during transport of the patient from one unit to another. The device was in use on a patient and there was no adverse event to patient or user. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips product support engineer (pse) reviewed the provided pictures. The pse stated, as per the m3516a battery life expectancy and capacity test addendum (publication 453564516321), the customer is advised to ¿replace your m3516a batteries after 1 year of service.¿ according to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device turned off while being used to monitor ECG during transport of the patient from one unit to another. The device was in use on a patient and there was no adverse event to patient or user.